Event description:
Reporter alleged discrepant patient blood glucose results 133 mg/dl back to back with a result of 65 mg/dl, when testing was performed 3 minutes apart on the inform system. As a result of the comparison, the patient was treated with insulin IV drip reportedly. It was stated the patient was admitted into the hospital prior to the testing, and found to be unresponsive with diabetic ketoacidosis (dka) along with a glucose level of 1400 mg/dl. Reporter indicated quality control testing was performed on the alleged system and values were found to have passed. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The inform system: meter and comfort curve test strip lot # 549622 with an expiration date of 04-30-2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.